Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous "rebound high" blood glucose (bg) levels. Bg level not provided. Cause was not provided. The customer declined to provide additional information regarding the issue.